Manufacturer narrative:
Concomitant products: product ID 977a190, lot # va0d3xu026, implanted: (B)(6) 2014, product type lead; product ID 977a190, lot # va0d3xu027, implanted: (B)(6) 2014, product type lead; product ID neu_unknown, serial # unknown, product type unknown; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a patient had a device placed for the first time the day of the report and postoperatively the patient had pain. It was noted that the patient wasn¿t feeling stimulation when trying to program the 0-7 lead. An impedance test was done and it was determined that the entire 0-7 lead was out and was showing open circuits. It was noted that the 8-15 lead was showing fine. The reporter wanted to know if a lot of these were seen regarding a setscrew tightening down issue. It was reported that they would likely go back to the pocket surgically the afternoon of the report and retighten things. It was noted that the reporter had previously seen the very same situation where the lead tail had pulled out from the implantable neurostimulator (ins) from surgery to post-op. It was later reported that the patient was taken back to the operating room, the pocket was opened and the lead was reconnected to the ins. It was noted that everything seemed to be working fine now. See MFR. Report # 3004209178-2013-20600 for information regarding the reporter¿s previous experience with the same situation.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.